Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with a potential recognition issue and loss of functionality.

Manufacturer narrative:
Fsca number: 3005334138-3/22/22-001-r.

Event description:
During the at procedure, the ablation catheter display disappeared. The catheter cable was reconnected with no resolution. The catheter was replaced once and the procedure was completed with no adverse consequences to the patient.